Event description:
Caller reported a malfunction on the pump, described by malfunction code malf 12, but no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level. Tandem technical support decided to replace the pump and provided caller with instructions on returning the malfunctioning pump, ensuring the caller understood the process. Training was offered for using the replacement pump with updated software. The customer acknowledged the instructions and confirmed the shipping address for delivery.